Manufacturer narrative:
H3: product analysis #707076670:¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: dwgs105-5095-000 rev. Af ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter and not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.8mm, which is within specification (spec: 1.0-2.5mm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿tip detachment¿ report was confirmed. Possible causes of failure include patient vessel tortuosity and use of incompatible products. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter predetached while doing selection. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). It was unknown if there was any friction or difficulty during injection. The tip of the catheter remained in the patient. It was unknown if there was any force applied during removal. It was unknown if the catheter tip was entrapped/stuck. It was unknown if there was any vasospasm. There was no surgical or medicinal intervention required. The procedure completed well using other apollo catheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the apollo tip predetachment was not determined. The tip detachment occurred during navigation through the guide catheter. It was unknown if there was resistance when the apollo was being retrieved. No future plans to retrieve the catheter tip was noted. The anatomical location of the apollo tip was unknown. It was unknown if there was any note of vessel calcification. It was unknown if there was any kink or damage noticed on any of the devices.